Event description:
This css console was not on a pt. Customer in (B)(4) reported that css console #27 was transported from the (B)(4) heart center in (B)(4) to the heart & diabetes center in (B)(4) without a shipping crate. When the css console arrived, it did not pass the console test validation protocol. The css console has been returned to syncardia for evaluation, and the results will be provided in a supplemental MDR.